Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that shortly after the new cardiac resynchronization therapy defibrillator (crt-d) was implanted, the patient reports "getting vibrations under their rib cage". The patient had some optimization programming done for their rate setting and continued to get "a little bit" of the vibration sensations. It was further reported that the patient was later seen for a device check and was told that the left ventricular (lv) lead "was not working well at 2.5 volts". The voltage was changed to 3.5 volts. The next day the patient "felt like their heart was coming out of their chest when they bent over". The patient noted that they were initially told that the lead was close to a nerve and was told they may feel some sensation. The patient started to accommodate to it. Due to the patient's concern regarding the battery of the device, the lead was ultimately turned off. No further patient complications have been reported as a result of this event.